Event description:
It is reported that a patient experienced a perforated bowel while using fms. A transfusion was provided. No further information is available at this time.

Manufacturer narrative:
Based on the available information , this event is deemed to be a serious injury. Since there is no other information pertaining to the nature of the event, the proximity of the perforation in relation to the device, any other treatment provided or the history of the patient, this event will be deemed reportable. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Reported to the FDA on march 31, 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.